Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged minimum fill issue could not be verified. The alleged cracked cartridge was not returned for investigation, therefore, issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 180 units of insulin. In addition, it was reported that the cartridge was cracked. The customer's blood glucose level ranged from 84-89 mg/dl. Customer reverted to manual injections for insulin therapy.